Manufacturer narrative:
Literature citation: ye, kaichuang et. Al. (2013) "midterm outcomes of stent placement for long-segment iliac artery chronic total occlusions: a retrospective evaluation in a single institution". Journal of vascular and interventional radiology, 24; 859-864. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same journal article as MDR ID:2134265-2015-01936. It was reported via journal article that in-stent restenosis and thrombosis occurred. The purpose of the study was to assess the clinical and patency results of stent placement for long-segment iliac artery chronic total occlusions. Multiple types of stents including express stents and other non-bsc stents were implanted. Instent restenosis and stent thrombosis occurred which required intervention.